Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens in the pt's right eye. Lens was removed with no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B)(4).